Event description:
Became very ill [illness] impeded his walking/for stability uses a cane and a roll aider [difficulty in walking] was in the hospital for a week [hospitalisation] had a minor allergic reaction to something but has no idea as to what [allergic reaction] ([blister]) case narrative: this case is linked to case (B)(4) (multiple devices suspect for same patient, for left knee injection) initial information was received on 04-jan-2023 regarding a solicited valid serious case from a physician, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: unknown; country: canada study title: patient support program involving synvisc. This case involves 79 years old male patient who became very ill and was unable to exercise, was in the hospital for a week, had a minor allergic reaction to something but has no idea as to what and impeded his walking/for stability uses a cane and a roll aider after he was treated with medical device hylan g-f 20, sodium hyaluronate [synvisc] (in right knee) the patient's past medical treatment(s), vaccination(s) and family history were not provided. It was unknown if the patient had any concomitant disease, or risk factor. At the time of report patient had ongoing: hypertension, dyslipidemia and osteoarthritis the patient used a cream daily by the name of multiprofen cc. On (B)(6) 2022 (wednesday), the patient started taking synvisc (hylan g-f 20, sodium hyaluronate, 16 mg/2ml) injection in right knee at dose of 2 ml thrice (3x) (batch number : crsp002, expiry date: dec-2024, route: unknown) for osteoarthritis. Information on batch number was requested. Reportedly, the patient had synvisc injections in both knees. The patient mentioned that for stability he uses a cane and a roll aider (gait disturbance, caused disability, onset and latency: unknown). He mentioned that he and his wife went to the gym as often as they could as well as physio for his knees fairly regularly. However, every once in a while, this past summer (in 2022, after unknown latency) for example he became very ill (illness, caused disability) and was not able to exercise for about six or seven months being he spent most of his time in bed. Patient also said he was booked for a knee consultation this past summer (july 2022, after latency of approx. (Approximately) 1 month few days) however was not able to go being he was in the hospital for a week. Recently, in 2022, after latency of few months, he had a minor allergic reaction to something but has no idea as to what (hypersensitivity). It impeded his walking (gait disturbance, caused disability) being he had spontaneous blisters on the tops of both his feet (toes) (blister). Yesterday, 03-jan-2023, was the first time he went to the gym this year. It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Action taken: not applicable for all the events corrective treatment: cane and a roll aider for gait disturbance, not reported for rest of the events at time of reporting, the outcome was unknown for all the events reporter causality: not related for all the events company causality: not reportable for all the events a product technical compliant (ptc) was initiated on 04-jan-2023 for synvisc (lot - crsp002 and expiry date: dec-2024) with global ptc number (B)(4) the sample status of the ptc was not available. Ptc stated: complaint: adverse event based on the complaint from intake team, there is no quality related defect that would pose as a malfunction. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. ((B)(4)) the product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) was required. The final investigation was completed on 13-jan-2023 and the summarized conclusion was no assessment possible. Additional information was received on 13-jan-2023 from other healthcare professional (from quality department). Gptc results were received and added. Strength was added. Text was amended accordingly. Additional information was received on 16-jan-2023 from the physician. Outcome and reporter causalityupdated for all the events reported. Patient's medical history was also added. Batch number and expiry date.text amended accordingly.

Manufacturer narrative:
Sanofi company comment dated 10-jan-2023: this case involves 79 years old male patient who for stability uses a cane and a roll aider, became very ill, was in the hospital for a week, after he was treated with medical device hylan g-f 20, sodium hyaluronate [synvisc] (in right knee) for osteoarthritis. Based on the limited available information, causal relationship between the events and suspect product could not be established. Underlying osteoarthritis is major factor for usage of cane and a roll aider. Patients advancing age is an additional factor for the occurrence of reported events. For events- became very ill, and was in the hospital for a week, further information on details of illness and cause of hospitalization is required. Also, information regarding patient¿s medical history, past medications, concurrent clinical conditions, and other risk factors would aid in better case assessment.

Event description:
For stability he uses a cane and a roll aider [walking aid user]. Became very ill [illness]. Was in the hospital for a week [hospitalisation]. Impeded his walking [difficulty in walking]. Had a minor allergic reaction to something but has no idea as to what [allergic reaction] ([blister]). Case narrative: this case is linked to case (B)(4) (multiple devices suspect for same patient, for left knee injection). Initial information was received on 04-jan-2023 regarding a solicited valid serious case from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: unknown; country: canada study title: patient support program involving synvisc. This case involves 79 years old male patient who for stability uses a cane and a roll aider, became very ill, was in the hospital for a week, had a minor allergic reaction to something but has no idea as to what and impeded his walking after he was treated with medical device hylan g-f 20, sodium hyaluronate [synvisc] (in right knee) the patient's past medical treatment(s), vaccination(s) and family history were not provided. It was unknown if the patient had any medical history, concomitant disease, or risk factor. The patient used a cream daily by the name of multiprofen cc. On (B)(6) 2022 (wednesday), the patient started taking synvisc (hylan g-f 20, sodium hyaluronate) injection in right knee at dose of 2 ml thrice (3x) (with an unknown batch number, expiry date, route, strength) for osteoarthritis. Information on batch number was requested. Reportedly, the patient had synvisc injections in both knees. The patient mentioned that for stability he uses a cane and a roll aider (walking aid user, caused disability, onset and latency: unknown). He mentioned that he and his wife went to the gym as often as they could as well as physio for his knees fairly regularly. However, every once in a while, this past summer (in 2022, after unknown latency) for example he became very ill (illness, caused disability) and was not able to exercise for about six or seven months being he spent most of his time in bed. Patient also said he was booked for a knee consultation this past summer ((B)(6) 2022, after latency of approx. (Approximately) 2 months) however was not able to go being he was in the hospital for a week. Recently, in 2022, after latency of few months, he had a minor allergic reaction to something but has no idea as to what (hypersensitivity). It impeded his walking (gait disturbance) being he had spontaneous blisters on the tops of both his feet (toes) (blister). Yesterday, (B)(6) 2023, was the first time he went to the gym this year. It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Action taken: not applicable for all the events. Corrective treatment: not reported for all the events. At time of reporting, the outcome was unknown for all the events. Reporter causality: not reported for all the events. Company causality: not reportable for all the events.

Event description:
Became very ill [illness] impeded his walking/for stability uses a cane and a roll aider [difficulty in walking] was in the hospital for a week [hospitalisation] had a minor allergic reaction to something but has no idea as to what [allergic reaction] ([blister]) case narrative: this case is linked to case (B)(4) (multiple devices suspect for same patient, for left knee injection) initial information was received on 04-jan-2023 regarding a solicited valid serious case from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: unknown; country: canada study title: patient support program involving synvisc. This case involves 79 years old male patient who became very ill, was in the hospital for a week, had a minor allergic reaction to something but has no idea as to what and impeded his walking/for stability uses a cane and a roll aider after he was treated with medical device hylan g-f 20, sodium hyaluronate [synvisc] (in right knee) the patient's past medical treatment(s), vaccination(s) and family history were not provided. It was unknown if the patient had any medical history, concomitant disease, or risk factor. The patient used a cream daily by the name of multiprofen cc. On (B)(6) 2022 (wednesday), the patient started taking synvisc (hylan g-f 20, sodium hyaluronate, 16 mg/2ml) injection in right knee at dose of 2 ml thrice (3x) (with an unknown batch number, expiry date, route) for osteoarthritis. Information on batch number was requested. Reportedly, the patient had synvisc injections in both knees. The patient mentioned that for stability he uses a cane and a roll aider (gait disturbance, caused disability, onset and latency: unknown). He mentioned that he and his wife went to the gym as often as they could as well as physio for his knees fairly regularly. However, every once in a while, this past summer (in 2022, after unknown latency) for example he became very ill (illness, caused disability) and was not able to exercise for about six or seven months being he spent most of his time in bed. Patient also said he was booked for a knee consultation this past summer (july 2022, after latency of approx. (Approximately) 1 month few days) however was not able to go being he was in the hospital for a week. Recently, in 2022, after latency of few months, he had a minor allergic reaction to something but has no idea as to what (hypersensitivity). It impeded his walking (gait disturbance, caused disability) being he had spontaneous blisters on the tops of both his feet (toes) (blister). Yesterday, 03-jan-2023, was the first time he went to the gym this year. It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Action taken: not applicable for all the events corrective treatment: cane and a roll aider for gait disturbance, not reported for rest of the events at time of reporting, the outcome was unknown for all the events reporter causality: not reported for all the events company causality: not reportable for all the events a product technical compliant (ptc) was initiated on 04-jan-2023 for synvisc (lot - unknown) with global ptc number (B)(4) the sample status of the ptc was not available. Ptc stated: complaint: adverse event based on the complaint from intake team, there is no quality related defect that would pose as a malfunction. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. (Tj (B)(6) 2023) the product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) is required. The final investigation was completed on 13-jan-2023 and the summarized conclusion was no assessment possible. Additional information was received on 13-jan-2023 from other healthcare professional (from quality department). Gptc results were received and added. Strength was added. Text was amended accordingly.

Event description:
Became very ill [illness] impeded his walking/for stability uses a cane and a roll aider [difficulty in walking] was in the hospital for a week [hospitalisation] had a minor allergic reaction to something but has no idea as to what [allergic reaction] ([blister]) case narrative: this case is linked to (B)(4) (multiple devices suspect for same patient, for left knee injection) initial information was received on 04-jan-2023 regarding a solicited valid serious case from a physician, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc. This case involves 79-year-old male patient who became very ill and was unable to exercise, was in the hospital for a week, had a minor allergic reaction to something but has no idea as to what and impeded his walking/for stability uses a cane and a roll aider after he was treated with medical device hylan g-f 20, sodium hyaluronate [synvisc] (in right knee) the patient's past medical treatment(s), and family history were not provided. It was unknown if the patient had any concomitant disease, or risk factor. At the time of report patient had ongoing: hypertension, cane and roll user, dyslipidemia and osteoarthritis the patient used a cream daily by the name of multiprofen cc. On 04-may-2022 (wednesday), the patient started taking synvisc (hylan g-f 20, sodium hyaluronate) (strength:16 mg/2ml) injection in right knee at dose of 2 ml thrice (3x) (batch number: crsp002, expiry date: 31-dec-2024, route: unknown) for osteoarthritis. Reportedly, the patient had synvisc injections in both knees. The patient mentioned that for stability he uses a cane and a roll aider (gait disturbance, caused disability, onset and latency: unknown). He mentioned that he and his wife went to the gym as often as they could as well as physio for his knees fairly regularly. However, every once in a while, this past summer (in 2022, after unknown latency) for example he became very ill (illness, caused disability) and was not able to exercise for about six or seven months being he spent most of his time in bed. Patient also said he was booked for a knee consultation this past summer (july 2022, after latency of approx. (Approximately) 1 month few days) however was not able to go being he was in the hospital for a week. Recently, in 2022, after latency of few months, he had a minor allergic reaction to something but has no idea as to what (hypersensitivity). It impeded his walking (gait disturbance, caused disability) being he had spontaneous blisters on the tops of both his feet (toes) (blister). Yesterday, 03-jan-2023, was the first time he went to the gym this year. It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Action taken: not applicable for all events. Corrective treatment: cane and a roll aider for gait disturbance, not reported for rest of the events. At time of reporting, the outcome was recovered/resolved for all the events. Reporter causality: not related for all events. Company causality: not reportable for all events. A product technical compliant (ptc) was initiated on 04-jan-2023 for synvisc (lot number- crsp002 and expiry date: 31-dec-2024) with global ptc number 100290129 the sample status of the ptc was not available. Ptc stated: based on the complaint from intake team, there is no quality related defect that would pose as a malfunction. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. (Tj 05jan2023). The product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process as per rdg-sop-000055. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis as per rdgsop-000440 to determine if a CAPA (corrective and preventive action) is required. Batch # crsp002, synvisc was manufactured on 07jan2022 with expiration date of 31dec2024 packaging 2,500 kits. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. There were no in-process issues noted during the process. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process as per rdg-sop-000055.furthermore, no associated non-conformances were noted for the issue defect at time of release. Customer sample was not available. Root cause could not be determined. Trend analysis: there were a total of 13 complaints for mother lot crsp002 and sub-batches. 100241024 adverse event 100241038 adverse event 100241039 adverse event 100263576 secondary packaging missing unit 100279307 adverse event 100279308 adverse event 100279309 adverse event 100279313 adverse event 100279315 adverse event 100279378 adverse event *100290128 adverse event *100290129 adverse event 100306100 adverse event *complaints updated from "unknown" batch numbers to crsp002. Based on investigation, no CAPA required. Based on the complaint from intake team, there was no quality related defect that would attribute to a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without product lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA was required. The final investigation report closed on 2023-01-13 and amended due to new information received on 2023-03-06 and 2023-03-13 by the investigation site ridgefield has been reviewed and found compliant with our procedure. For further details on the investigation performed, refer to 100290129 / 200301928, atr and checklist for complaint investigation closure. The complaint sample was not available. The root cause remained undetermined as the batch record review did not show any hint that could be linked to the defect reported. An assessment of the history of similar complaints for the product and for the specific batch number was performed and did not show any adverse trend. No CAPA was required since the defect was not confirmed and the root cause remains undetermined. In conclusion, the alleged complaint is considered not valid, and the conclusion code selected was no assessment possible since no root cause was identified by the investigation site during batch record review. The final investigation was completed on 15-mar-2023 and the summarized conclusion was no assessment possible. Additional information was received on 13-jan-2023 from other healthcare professional (from quality department). Gptc results were received and added. Strength was added. Text was amended accordingly. Additional information was received on 16-jan-2023 from the physician: outcome and reporter causality updated for all the events reported. Patient's medical history was also added. Batch number and expiry date. Text amended accordingly. Additional information was received on 06-mar-2023 from quality department: expiry date and ptc details was updated; text amended accordingly. Additional information was received on 13-mar-2023 from quality department: ptc details was updated; text amended accordingly. Additional information was received on 15-mar-2023 from quality department. The ptc details were added. Text amended accordingly.

Event description:
Became very ill [illness]. Impeded his walking/for stability uses a cane and a roll aider [difficulty in walking] was in the hospital for a week [hospitalisation]. Had a minor allergic reaction to something but has no idea as to what [allergic reaction] ([blister]). Case narrative: this case is linked to case (B)(4) (multiple devices suspect for same patient, for left knee injection). Initial information was received on 04-jan-2023 regarding a solicited valid serious case from a physician, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc. This case involves 79-year-old male patient who became very ill and was unable to exercise, was in the hospital for a week, had a minor allergic reaction to something but has no idea as to what and impeded his walking/for stability uses a cane and a roll aider after he was treated with medical device hylan g-f 20, sodium hyaluronate [synvisc] (in right knee). The patient's past medical treatment(s), and family history were not provided. It was unknown if the patient had any concomitant disease, or risk factor. At the time of report patient had ongoing: hypertension, cane and roll user, dyslipidemia and osteoarthritis. The patient used a cream daily by the name of multiprofen cc. On (B)(6) 2022 (wednesday), the patient started taking synvisc (hylan g-f 20, sodium hyaluronate),(strength:16 mg/2ml) injection in right knee at dose of 2 ml thrice (3x) (batch number : crsp002, expiry date: 31-dec-2024, route: unknown) for osteoarthritis. Reportedly, the patient had synvisc injections in both knees. The patient mentioned that for stability he uses a cane and a roll aider (gait disturbance, caused disability, onset and latency: unknown). He mentioned that he and his wife went to the gym as often as they could as well as physio for his knees fairly regularly. However, every once in a while, this past summer (in 2022, after unknown latency) for example he became very ill (illness, caused disability) and was not able to exercise for about six or seven months being he spent most of his time in bed. Patient also said he was booked for a knee consultation this past summer (july 2022, after latency of approx. (Approximately) 1 month few days) however was not able to go being he was in the hospital for a week. Recently, in 2022, after latency of few months, he had a minor allergic reaction to something but has no idea as to what (hypersensitivity). It impeded his walking (gait disturbance, caused disability) being he had spontaneous blisters on the tops of both his feet (toes) (blister). Yesterday, 03-jan-2023, was the first time he went to the gym this year. It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Action taken: not applicable for all events. Corrective treatment: cane and a roll aider for gait disturbance, not reported for rest of the events. At time of reporting, the outcome was recovered/resolved for all the events. Reporter causality: not related for all events. Company causality: not reportable for all events. A product technical compliant (ptc) was initiated on 04-jan-2023 for synvisc (lot number- crsp002 and expiry date: 31-dec-2024) with global ptc number 100290129. The sample status of the ptc was not available. Ptc stated: batch # crsp002, synvisc was manufactured on 07jan2022 with expiration date of 31dec2024 packaging 2,500 kits. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. There were no in-process issues noted during the process. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process as per rdg-sop-000055. Furthermore, no associated non-conformances were noted for the issue defect at time of release. Customer sample was not available. Root cause could not be determined. Trend analysis: there are a total of 13 complaints for mother lot crsp002 and sub-batches. 100241024 adverse event 100241038 adverse event 100241039 adverse event 100263576 secondary packaging missing unit 100279307 adverse event 100279308 adverse event 100279309 adverse event 100279313 adverse event 100279315 adverse event 100279378 adverse event *100290128 adverse event *100290129 adverse event 100306100 adverse event *complaints updated from "unknown" batch numbers to crsp002. Based on investigation, no CAPA required. Based on the complaint from intake team, there is no quality related defect that would attribute to a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without product lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA is required. The final investigation was completed on 13-mar-2023 and the summarized conclusion was no assessment possible. Additional information was received on 13-jan-2023 from other healthcare professional (from quality department). Gptc results were received and added. Strength was added. Text was amended accordingly. Additional information was received on 16-jan-2023 from the physician: outcome and reporter causality updated for all the events reported. Patient's medical history was also added. Batch number and expiry date. Text amended accordingly. Additional information was received on 06-mar-2023 from quality department: expiry date and ptc details was updated; text amended accordingly. Additional information was received on 13-mar-2023 from quality department: ptc details was updated; text amended accordingly.

Event description:
Became very ill [illness]. Impeded his walking/for stability uses a cane and a roll aider [difficulty in walking]. Was in the hospital for a week [hospitalisation]. Had a minor allergic reaction to something but has no idea as to what [allergic reaction] ([blister]). Case narrative: this case is linked to case (B)(4) (multiple devices suspect for same patient, for left knee injection). Initial information was received on 04-jan-2023 regarding a solicited valid serious case from a physician, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc. This case involves 79-year-old male patient who became very ill and was unable to exercise, was in the hospital for a week, had a minor allergic reaction to something but has no idea as to what and impeded his walking/for stability uses a cane and a roll aider after he was treated with medical device hylan g-f 20, sodium hyaluronate [synvisc] (in right knee). The patient's past medical treatment(s), vaccination(s) and family history were not provided. It was unknown if the patient had any concomitant disease, or risk factor. At the time of report patient had ongoing: hypertension, dyslipidemia and osteoarthritis the patient used a cream daily by the name of multiprofen cc. On (B)(6) 2022 (wednesday), the patient started taking synvisc (hylan g-f 20, sodium hyaluronate, 16 mg/2ml) injection in right knee at dose of 2 ml thrice (3x) (batch number : crsp002, expiry date: 31-dec-2024, route: unknown) for osteoarthritis. Reportedly, the patient had synvisc injections in both knees. The patient mentioned that for stability he uses a cane and a roll aider (gait disturbance, caused disability, onset and latency: unknown). He mentioned that he and his wife went to the gym as often as they could as well as physio for his knees fairly regularly. However, every once in a while, this past summer (in 2022, after unknown latency) for example he became very ill (illness, caused disability) and was not able to exercise for about six or seven months being he spent most of his time in bed. Patient also said he was booked for a knee consultation this past summer (july 2022, after latency of approx. (Approximately) 1 month few days) however was not able to go being he was in the hospital for a week. Recently, in 2022, after latency of few months, he had a minor allergic reaction to something but has no idea as to what (hypersensitivity). It impeded his walking (gait disturbance, caused disability) being he had spontaneous blisters on the tops of both his feet (toes) (blister). Yesterday, 03-jan-2023, was the first time he went to the gym this year. It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Action taken: not applicable for all events. Corrective treatment: cane and a roll aider for gait disturbance, not reported for rest of the events. At time of reporting, the outcome was recovered/resolved for all the events. Reporter causality: not related for all events. Company causality: not reportable for all events. A product technical compliant (ptc) was initiated on 04-jan-2023 for synvisc (lot number- crsp002 and expiry date: 31-dec-2024) with global ptc number 100290129. The sample status of the ptc was not available and the ptc stated complaint: adverse event based on the complaint from intake team, there was no quality related defect that would pose as a malfunction. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. (Tj 05jan2023) the product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Sanofi was continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) was required. Batch # crsp002, synvisc was manufactured on 07jan2022 with expiration date of 31dec2024 packaging 2,500 kits. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. There were no in process issues noted during the process. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformances were noted for the issue defect at time of release. Customer sample was not available. Root cause could not be determined. Trend analysis: there are a total of 13 complaints for mother lot crsp002 and sub-batches. 100241024 adverse event 100241038 adverse event 100241039 adverse event 100263576 secondary packaging missing unit (B)(4) adverse event 100279308 adverse event 100279309 adverse event 100279313 adverse event 100279315 adverse event 100279378 adverse event *100290128 adverse event *100290129 adverse event 100306100 adverse event *complaints updated from unknown batch numbers to crsp002. Based on investigation, no CAPA required. Based on the complaint from intake team, there was no quality related defect that would attribute to a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without product lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi was continue to monitor adverse events and perform trend analysis on a periodic basis product event handling to determine if a CAPA was required. The final investigation was completed on 06-mar-2023 and the summarized conclusion was no assessment possible. Additional information was received on 13-jan-2023 from other healthcare professional (from quality department). Gptc results were received and added. Strength was added. Text was amended accordingly. Additional information was received on 16-jan-2023 from the physician: outcome and reporter causality updated for all the events reported. Patient's medical history was also added. Batch number and expiry date. Text amended accordingly. Additional information was received on 06-mar-2023 from quality department: expiry date and ptc details was updated; text amended accordingly.